Event description:
The integra lifesciences corporation sales representative reported the following incident: the panta nail did not have a hole big enough to slide over the k-wire. A second nail was opened and worked properly. The device is being returned for evaluation. See scanned page.

Manufacturer narrative:
To date, the device has not been received for evaluation. An investigation has been initiated based on the reported information.